Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.